Event description:
The surgical incision was reopened in surgery after a foreign object was seen on x-ray. It was later determined that the or towel used to position the neck had the rfid tag positioned in such a way that it did not appear to be positioned external to the surgical site.

Manufacturer narrative:
During an anterior cervical spine procedure, blue or towels had been rolled and positioned behind the patient's neck. Upon completion of the procedure, a final confirmation x-ray was taken. The x-ray revealed what was thought to be a foreign object located within the closed surgical site. The incision was re-opened and the site was explored. The surgery was extended as the surgeon looked for the foreign object. It was then determined that the towel used for neck positioning had contained an x-ray detectable tag. The towel had been positioned in such a way that it was not identified on x-ray as being external to the patient. The incision was then closed by the surgeon. No patient injury resulted.